Event description:
It was reported that guidewire tip was stretched and stuck occurred. An amplatz super stiff guidewire was selected for use along with a non-boston scientific thrombectomy system. During the second thrombectomy procedure, it was noted that the tip of the wire was stretched when trying to pass the catheter for the second time. The wire became stuck with the catheter and was not moving. Both the wire and thrombectomy device were removed together as it could not be detached from one another. The procedure was completed. No patient complications were reported.

Manufacturer narrative:
E1: initial reporter city: (B)(6). Device evaluated by MFR: the guidewire was returned, and it was observed that the coil wire was unraveled. The core wire was found detached and separated from distal tip to the transition point. Also, the guidewire was kinked and bent at distal section.

Manufacturer narrative:
E1: initial reporter city: (B)(6).

Event description:
It was reported that guidewire tip was stretched and stuck occurred. An amplatz super stiff guidewire was selected for use along with a non-boston scientific thrombectomy system. During the second thrombectomy procedure, it was noted that the tip of the wire was stretched when trying to pass the catheter for the second time. The wire became stuck with the catheter and was not moving. Both the wire and thrombectomy device were removed together as it could not be detached from one another. The procedure was completed. No patient complications were reported.